Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05693. The patient has multiple leads for off-label use and this report is related to the leads implanted on (B)(6) 2014. It was reported that the patient experienced inadequate stimulation, but did not have any impedance issues. In addition, the patient underwent surgery and had the leads replaced. Replacement surgery has resolved the issue.